Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and no anomalies were found. No evidence of anomalies found.

Event description:
It was reported that the device observed the lead monitor alert tripped with a lead warning. Repetitive testing was performed, but there was no evidence of a lead issue and the warning self-cleared. The device remains in use. No patient complications have been reported as a result of this event.